Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25116792, 25116562 and 25116376 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection determined that the silicone insulation was peeled away from the cold jaw support but remained attached at the base. Based on the returned condition of the device the reported complaint was confirmed for ¿insulation -peeled.¿ specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 the silicon coating began to peel off of the jaws while dissecting. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
September 09, 2015 02:03 pm (gmt-4:00) added by (B)(6): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 the silicon coating began to peel off of the jaws while dissecting. A replacement device was used to complete the procedure. The hospital did not report any patient effects.